Event description:
The customer reported that the system displayed a "file system corruption detected" error message and that the system files had been corrupted and were not recoverable. This resulted in a loss of patient data. This is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was reloaded and the hard drive was reformatted. The system was then found to be operating as intended.